Event description:
Purchased topical dispensing syringe manufactured by baxa corp. The syringe reads on the side "for oral use only". Upon calling baxa reporter was informed the topical syringe is the oral syringe. The tip, ordered separately, is what makes it a topical syringe. It is the reporter's observation that when dispensing this to inpatient hosp units the administrator probably is removing the tip to dispense and contents may be accidentally given orally. This has not happened yet but the reporter feels the syringe should be printed with for topical use only since it is being sold as so.